Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. The patient manages her diabetes with metformin pills, victoza injections and lantus insulin. The patient continued to administer her usual dose of medications. A couple hours later, the patient claimed she felt a symptom of dizzy. That same evening, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿500 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca was the subject meter got wet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with another device and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.